Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6)reported: during a reaming procedure of the femur the medullay reamer head broke into two parts. Surgeon removed most of the fragments however some fragments remain in the medullary canal of the pt. The hospital discarded the head and the fragments removed.